Event description:
It was reported that this pacemaker patient received open heart surgery for an aortic valve replacement, and there was a full screen of asystole on the monitor. A magnet was placed over the device, and there was also a temporary pacemaker connected. The cause of the reported observations was not determined. It is unknown if the magnet moved out of position, and oversensing occurred, or if there was loss of capture (loc). It was noted there were several episodes or noise stored. The device was checked after the procedure and no issues were observed. This pacemaker and rv lead remain in service. No adverse patient effects were reported.